Event description:
Caller states the pt tested 1.0 inr and 2.2 inr on the coaguchek s system during duplicate testing. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.